Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Health care professional reported a right-side capsular contraction baker grade iii. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Healthcare professional additionally reported right side intracapsular silicone implant rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, an opening on posterior, crease fold, and wear abrasion. A microscopic analysis was performed which identified: a sharp opening on posterior, a smooth opening on anterior, and stress marks. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: - a sharp opening on posterior assessed as unidentified (tear) opening. - a smooth opening on anterior assessed as smooth opening.

Event description:
Health care professional reported a right-side capsular contraction baker grade iii. Healthcare professional additionally reported right side intracapsular silicone implant rupture. Device has been explanted.